Event description:
A pt self-tester reports results were low with protime microcoagulation system. Protime generate inr 1.7 twice at home. Lab at doctor¿s office generated inr 3.1. His coumadin dose was increased. Pt¿s therapeutic range is inr 2.5 to 3.5. No adverse event(s) reported.

Manufacturer narrative:
This MDR submitted (B)(6) 2011 reference itc complaint #(B)(4) (cuvette lot #e1k3h219). Method: actual device involved in incident evacuated. Instrument device history record reviewed and device history record for cuvette lot also reviewed. There are no ncmrs, complaint trends or related CAPA/ncmrs identified. Result: record eval completed. Device operated according to specifications. Complaint could not be confirmed. Conclusion: device evaluated and alleged failure could not be duplicated. Itc has requested all data required for form 3500a.